Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the el314 device was returned nonfunctional as the jaws were misaligned. Functional test was performed on one clip, it was loaded and retained as intended, but due to the damaged jaws, the clip formation was not proper. It is possible that the damaged was due to an improper handling of the device. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device is closing staples incorrectly. There were no patient consequences.